Event description:
Physician reported right side textured to smooth implant exchange and later confirmed bilateral rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side textured to smooth implant exchange and later confirmed bilateral rupture. Device has been explanted.

Manufacturer narrative:
Additional data: d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified: underweight, observed 40 mm dark patch edge material inside gel device, broken shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on anterior, stress marks, and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. Sharp broken on posterior assessed as unidentified (tear) opening.